Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2004, pt underwent repair of a large ventral hernia with two composix kugel meshes. A partial abdominoplasty was also performed. From (B)(6) 2005 hospitalized, uti with early urosepsis, admitted for IV antibiotic therapy. On (B)(6) 2006, pt underwent repair of recurrent ventral hernia with composix kugel mesh. There was no mention of the previously placed composix kugel mesh. On (B)(6) 2006, pt underwent incision and drainage of abdominal wall seroma. On (B)(6) 2006, pt presented to the ER stating that she had fallen and sustained a contusion to her ribs. She stated that she recently started having pain in the mid to lower abdominal area which she had previous hernia repair. On (B)(6) 2006, pt underwent repair of two incisional ventral incarcerated hernias with a bard flat mesh and a composix kugel. There is no operative report for this procedure included in the medical records. On (B)(6) 2006, pt underwent wound debridement and excision of the bard flat mesh. The operative report notes that the pt was found to have dehiscence and infection of the wound and graft mesh that looked like it was being rejected. The graft was then removed. On (B)(6) 2007, pt underwent excision of composix kugel mesh and repair of ventral hernia with component separation. There is no operative report for this procedure included in the medical records, but a preoperative clinic note from (B)(6) 2007 indicated the pt has "retained infected mesh." From (B)(6) 2007 - (B)(6) 2007, pt treated for small bowel obstruction.

Manufacturer narrative:
Initially, three events were reported by the pts' attorney. However, review of the medical records showed there to be two add'l implants. This is a pt with comorbidities of type 2 diabetes and hypertension, additionally this pt is a smoker who has had multiple abdominal surgeries. Eight months prior to the (B)(6) 2006 implant of the bard flat mesh and the composix kugel mesh a culture report showed positive for bacterial infection. Currently, it is unk whether the device may have caused or contributed to the reported event. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "careful attention to bard mesh handling, fixation, and suture technique is most important in the presence of known or suspected wound contamination or infection." "If an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn. See MDR 1213643-2011-00522 for info related to the other composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2011-00523 for info related to the other composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2011-00524 for info related to the composix kugel mesh implanted on (B)(6) 2006. See MDR 1213643-2011-00525 for info related to the bard flat mesh implanted on (B)(6) 2006.